Event description:
It was reported that a patient presented with under-sensing and p wave amplitude variation noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.